Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale printings of the bd syringe luer-lok¿ tip were illegible. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Five 10ml syringes were received by bd canaan and reported to be from batch #7114660 (p/n 301029). In addition, photos of six syringes were also received and evaluated. Sample and photo were visually evaluated. All syringes had varying degrees of missing print between the 5ml gradline and the bd logo. The print appeared to be scraped off. The condition of print on the samples is rejectable per product specification. DHR review for batch 7114660 (p/n 301029): manufacturing dates: 04/25/2017 to 04/27/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7114660 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine log review indicates an instance of a barrel jam in assembly machine dial. The jam required technician intervention. It is possible the barrel jam caused barrels to scratch against the machine tooling and each other and resulted in the missing print observed in the samples. Confirmed: bd was able to confirm the customer¿s indicated failure. Investigation conclusion: it is possible the barrel jam caused barrels to scratch against the machine tooling and each other and resulted in the missing print observed in the samples.